Event description:
Unable to pace from the beginning during use. Another catheter was used and the problem was solved. (Another country hosp.) No pt complications.

Manufacturer narrative:
Device not returned.